Event description:
Patient's mom said that cadd legacy pump sn # (B)(4) alarmed twice last night. Last night her daughter tried to push the buttons but they are not responding and also noticed that the pump is "hard to prime". The connection is bad and she is in and out and could hardly hear her. She said that she is in the hospital because her daughter is having out patient cataract surgery. She said that her daughter switched to the other pump and no adverse effect happened. Reported to (B)(6) by: patient / caregiver.